Event description:
MRI vent tested on test lung and found to be operating within correct parameters. Placed on patient and patient seized, developed subcutaneous air in neck and chest. Physician felt patient had a possible air embolus. Chest x-ray revealed pneumothorax.